Event description:
Additional information received reported that impedances and the patient were fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a system replacement, an impedance measurement indicated that electrodes 2/3, 3/4, 3/6, 3/7, and 3/8 were greater than 20,000 ohms. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information.